Manufacturer narrative:
(B)(4). Date sent: 2/26/2021. Investigation summary: the analysis found that one pcee60a device was returned with the anvil and closure trigger closed and a gst60d reload loaded on the device and tissue clamped and without an override door. No override door was returned. In addition, one battery pack was returned. The gst60d reload on the device was fully fired but the knife was not returned to the home position. B-formed staples were found on the reload without tissue clamping area. The reload was fully seated on the jaw. The gst60d reload on the jaw was fully fired and all b-formed staples were remained on the cartridge. No damages were found on the cartridge deck, drivers, and the cartridge pan. The device was not found anomaly in appearance, so the device was activated in the returned condition with a test battery and the override door of qa sample. And then the knife was returned to the home position automatically, and the jaw was opened by the anvil release button. The device was tested for functionality with a test reload and a test battery, the device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The clamped tissue on the jaw was cut completely. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: for the would not reverse knife automatic and would not reverse button force, slide the knife reverse switch forward to return the knife to the home position. And for the would not open, to open the jaws, squeeze the closing trigger, then simultaneously press the anvil release button on either side of the instrument. While pressure is still on the anvil release button, slowly release the closing trigger the event described could not be confirmed as the device performed without any difficulties noted. Once the device completed the firing sequence the knife returned home as intended. The knife reverse button worked properly during testing. The device opened and closed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The device was sent to for further analysis and it was found that the bailout pawl was off the frame a shelf while the cross-over gear was still engaged with the drive bar, this would not allow the manual lever to be engaged.

Manufacturer narrative:
Pc (B)(4). Batch # u5d67h investigation summary the analysis found that one pcee60a device was returned with the anvil and closure trigger closed and a gst60d reload loaded on the device and tissue clamped and without a override door. No the override door was returned. In addition, one battery pack was returned. The gst60d reload on the device was fully fired but the knife was not returned to home position. B-formed staples were found on the reload without tissue clamping area. The reload was fully seated on the jaw. The gst60d reload on the jaw was fully fired and all b-formed staples were remained on the cartridge. No damages were found on the cartridge deck, drivers and the cartridge pan. The device was not found anomality in appearance, so the device was activated in the returned condition with a test battery and the the override door of qa sample. And then the knife was returned to home position in automatically, and the jaw was opened by the anvil release button. The device was tested for functionality with a test reload and a test battery, the device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The clamped tissue on the jaw was cut completely. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: for the would not reverse knife automatic and would not reverse button force, slide the knife reverse switch forward to return the knife to home position. And for the would not open, to open the jaws, squeeze the closing trigger, then simultaneously press the anvil release button on either side of the instrument. While pressure is still on the anvil release button, slowly release the closing trigger the event described could not be confirmed as the device performed without any difficulties noted. Once the device completed the firing sequence the knife returned home as intended. The knife reverse button worked properly during testing. The device opened and closed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Additional information was requested, and the following was obtained: 1.could you please provide more details how was the device removed? =>no further information is available. 2. What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? =>no further information is available. 3. Did the jaws eventually open? => no did not. The jaws remains closed. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported by that during a laparoscopic right hemicolectomy and small bowel resection, the knife moved all the way but stopped on the way back to home position at the 2nd firing on the colon. The knife reverse switch and the manual override lever were used, but the knife did not return. The target tissue was not thick, or the jaw did not clamp the clip. Another device was used to complete the case. There were no adverse consequences to the patient. There was no need additional incision and converting to open surgery. There was no bleeding and leakage for the patient.